Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the handset "is taking forever" when they bolus. Patient mentioned that they were called before but had forgotten the steps how to do it. Agent reviewed data and assisted the patient in deleting the data. Agent asked patient to try to connect to their pump but patient did not want to, they just wanted to recall the steps. Agent was unable to confirm handset version. During the call, patient also asked for physician listing. Patient mentioned that they were having a difficult time to see their current doctor because they needed to drive 4 hours.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that for ¿a good 6 months¿ their handset has been taking a long time to connect to the pump to request a bolus. The patient stated when they get to the last 10% of the connection, at 90%, it will sit there for a good 5-8 minutes and ¿just sit there and wait¿ before the connection finishes. The patient mentioned they have a cramp in their hand (from holding the equipment) if they have to wait that long. The agent assisted the patient in clearing data from the app, and the patient confirmed they were able to successfully connect to their pump and request/receive a bolus well without issue. The patient stated this connection to the pump was very fast.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.